Event description:
It was reported that the patient underwent a revision procedure due to cylinder being drilled out of the glans and pain with an inflatable penile prosthesis (ipp). The ipp cylinder, pump, and reservoir was explanted, no new device was implanted but is scheduled for three months from now.

Event description:
It was reported that the patient underwent a revision procedure due to cylinder being drilled out of the glans and pain with an inflatable penile prosthesis (ipp). The ipp cylinder, pump, and reservoir was explanted, no new device was implanted during the revision procedure. On (B)(6) 2020 a new ipp cylinder, pump, and reservoir was implanted.

Manufacturer narrative:
Additional information. Cylinder analysis: an allegation of a device mechanical issue and pain was reported. The ams 700 ipp cylinders was visually inspected and functionally tested. There was a leak in one of the cylinders that was the result of sharp instrument damage consistent with explant damage. This damage was considered a secondary failure due to being consistent with explant damage. Product analysis was unable to confirm the reported events of pain nor a device malfunction. Visual and functional testing of the ams 700 ipp cylinders could not confirm the reported allegation of a device mechanical issue along with pain. The product record review indicated that the product met all in-process specifications prior to leaving bsc and the reported event of pain does not represent a new or unanticipated event. Based on this investigation, the investigation conclusion code of known inherent risk of device was chosen because a product malfunction related to the reported events was not identified and the adverse event of pain is included in the product labeling. The product analysis results and event report provided no objective evidence that would warrant further escalation. Pump analysis: an allegation of pain was reported. The ms pump was visually inspected and functionally tested, no leaks were found. The pump was functionally tested and failed the activation test, requiring more than 8lb. Of force to activate the pump. Product analysis could not confirm the allegation of pain but a pump malfunction was identified. Visual and functional testing of the ams 700 momentary squeeze (ms) pump could not confirm the reported allegation of pain. The pump failed the activation functional test. The product record review indicated that the product met all in-process specifications prior to leaving bsc and the reported event of pain do not represent a new or unanticipated event. Based on this investigation, the investigation conclusion code of known inherent risk of device was chosen because a product malfunction related to the reported events was not identified and the adverse event of pain is included in the product labeling. The product analysis results and event report provided no objective evidence that would warrant further escalation.

Event description:
It was reported that the patient underwent a revision procedure due to cylinder being drilled out of the glans and pain with an inflatable penile prosthesis (ipp). The ipp cylinder, pump, and reservoir was explanted, no new device was implanted during the revision procedure. On (B)(6) 2020 a new ipp cylinder, pump, and reservoir was implanted.

Manufacturer narrative:
Cylinder analysis: an allegation of a device mechanical issue and pain was reported. The ams 700 ipp cylinders was visually inspected and functionally tested. There was a leak in one of the cylinders that was the result of sharp instrument damage consistent with explant damage. This damage was considered a secondary failure due to being consistent with explant damage. Product analysis was unable to confirm the reported events of pain nor a device malfunction. Visual and functional testing of the ams 700 ipp cylinders could not confirm the reported allegation of a device mechanical issue along with pain. The product record review indicated that the product met all in-process specifications prior to leaving bsc and the reported event of pain does not represent a new or unanticipated event. Based on this investigation, the investigation conclusion code of known inherent risk of device was chosen because a product malfunction related to the reported events was not identified and the adverse event of pain is included in the product labeling. The product analysis results and event report provided no objective evidence that would warrant further escalation. Pump analysis: an allegation of pain was reported. The ms pump was visually inspected and functionally tested, no leaks were found. The pump was functionally tested and failed the activation test, requiring more than 8lb. Of force to activate the pump. Product analysis could not confirm the allegation of pain but a pump malfunction was identified. Visual and functional testing of the ams 700 momentary squeeze (ms) pump could not confirm the reported allegation of pain. The pump failed the activation functional test. The product record review indicated that the product met all in-process specifications prior to leaving bsc and the reported event of pain do not represent a new or unanticipated event. Based on this investigation, the investigation conclusion code of known inherent risk of device was chosen because a product malfunction related to the reported events was not identified and the adverse event of pain is included in the product labeling. The product analysis results and event report provided no objective evidence that would warrant further escalation.

Event description:
It was reported that the patient underwent a revision procedure due to cylinder being drilled out of the glans and pain with an inflatable penile prosthesis (ipp). The ipp cylinder, pump, and reservoir was explanted, no new device was implanted but is scheduled for three months from now.

Manufacturer narrative:
Cylinder analysis: an allegation of a device mechanical issue and pain was reported. The ams 700 ipp cylinders was visually inspected and functionally tested. There was a leak in one of the cylinders that was the result of sharp instrument damage consistent with explant damage. This damage was considered a secondary failure due to being consistent with explant damage. Product analysis was unable to confirm the reported events of pain nor a device malfunction. Visual and functional testing of the ams 700 ipp cylinders could not confirm the reported allegation of a device mechanical issue along with pain. The product record review indicated that the product met all in-process specifications prior to leaving bsc and the reported event of pain does not represent a new or unanticipated event. Based on this investigation, the investigation conclusion code of known inherent risk of device was chosen because a product malfunction related to the reported events was not identified and the adverse event of pain is included in the product labeling. The product analysis results and event report provided no objective evidence that would warrant further escalation. Pump analysis: an allegation of pain was reported. The ms pump was visually inspected and functionally tested, no leaks were found. The pump was functionally tested and failed the activation test, requiring more than 8lb. Of force to activate the pump. Product analysis could not confirm the allegation of pain but a pump malfunction was identified. Visual and functional testing of the ams 700 momentary squeeze (ms) pump could not confirm the reported allegation of pain. The pump failed the activation functional test. The product record review indicated that the product met all in-process specifications prior to leaving bsc and the reported event of pain do not represent a new or unanticipated event. Based on this investigation, the investigation conclusion code of known inherent risk of device was chosen because a product malfunction related to the reported events was not identified and the adverse event of pain is included in the product labeling. The product analysis results and event report provided no objective evidence that would warrant further escalation.